Manufacturer narrative:
The device is reported to be available for investigation. Awaiting return of device to complete the investigation for this report.

Event description:
In 2008, a clinical incident involving a super turbovac was reported to arthrocare corporation. Following a hip arthroscopy procedure, it was reported the electrode had detached from the tip of the wand and remains in the patient's hip. There was no reported patient injury.